Manufacturer narrative:
Alleged failure: per rep, distal tip chip on scope. Rep said it was surgeons 1st time use with arthroscope. RMA 12102667 salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be contact with a cutter or burr during activation, and/or improper sterilization and/or reprocessing methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the distal tip of the scope chipped during surgery. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the distal tip of the scope chipped during surgery. All pieces were retrieved.